Event description:
It was reported that (2) ems were used during a laparoscopic hernia repair procedure. It was reported by the rep that the nurse said surgeon was doing a laparoscopic hernia. The first stapler they used would not fire any staples at all. The second device only fired a few staples and then jammed. The surgon had to open a third stapler to finish the case. There was no consequence to pt.